Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-00947. The pt received his scs system on (B)(6) 2006. It was reported that during a revision on (B)(6) 2008, the lead broke inside the ipg header. The devices were replaced at that time. The ipg was returned to ans for eval. No further info is available.

Manufacturer narrative:
Device 1 of 2. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. As received the ipg had the terminal end electrode of the lead broken off in the lower header port. After removal of this piece the ipg passed all functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.